Event description:
The clinician reported that the implant at tooth site 41 was removed due to peri-implantitis on (B)(6) 2019.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A screw vent implant (svmb10) was returned for investigation. Visual inspection of the as returned product identified bone residue but no sign of damage within the external threads of the implant. The collar and internal hex of the implant showed signs of use but no damage. Visual and dimensional comparison of the implant with the production drawing (pd-svmb10 rev. J) verified that the implant was consistent with the design. No x-rays were provided by the customer. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16 information identified: contraindications, warnings, precautions, breakage, adverse effects as per the applicable IFU, under section contraindications, poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported periimplantitis and bone loss. The reported complaint of bone loss and infection could not be verified without x-ray review or additional patient information. A definitive root cause for this complaint could not be determined.